Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported a cgm glucose reading of 230 mg/dl while a fingerstick blood glucose (fsbg) measurement was not available. She experienced headache and dizziness and did not receive immediate treatment. Due to worsening concern, she contacted emergency medica services (ems). Upon arrival, paramedics obtained an fsbg of 600 mg/dl, while the cgm simultaneously displayed 238 mg/dl. Intravenous (IV) fluids were initiated, and the patient was transported to the emergency department (ed). In the ed, the sensor had been removed, and repeat fsbg remained 600 mg/dl. The patient was diagnosed with hyperglycemia and was treated with IV insulin along with magnesium, potassium, and sodium in dextrose. She was admitted for overnight monitoring and stabilized following treatment. By 05/31/2026, her fsbg improved to 127 mg/dl prior to discharge. At follow-up, she reported feeling weak and tired but remained stable without need for additional treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the c zone of the parkes error grid was taken upon the arrival of the paramedics. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.